Event description:
The customer stated that in the month of (B)(6) 2022, there were 4 reactive alinity s chagas patient samples that were negative using the esa chagas method. When the customer encounters a reactive result on the alinity s processing module, they automatically repeat the sample again in duplicate and if it remains reactive, then they send it out for confirmation using the esa chagas method. The customer indicated that of 13 repeatedly reactive alinity s chagas samples that were sent out for confirmation, 4 of those were reported as confirmation negative (esa method). No adverse impact to donor or patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient/donor information was included. Additional patient/donor details are not available.

Manufacturer narrative:
Upon review on september 12, 2022, it was discovered that additional associated devices were omitted on the previous submission and have been added to this submission.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A customer data review for alinity s chagas reagent, lot 26408be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at rhode island blood center (ribc), across whole blood (wb) peer sites and all us customer sites using this lot. Aggregated performance of lot 26408be00 across all us customer sites (regardless of peer group) and selected wb peer sites is within product requirements and comparable to the performance of other lots of the same assay evaluated in the comparison. Additionally, a review of the overall monthly reactive rates from october 2021 to march 2022 was performed. The review demonstrates that reactive rates in january 2022 at ribc is within the range of historical performance. The performance of the assay across all months is within product requirements. Based on the investigation, no deficiency for lot number 26408be00 was identified.